Manufacturer narrative:
Concomitant medical products: dtba1d1, crt-d, implanted (B)(6) 2015. Product event summary: the medial segment of the lead was returned and analyzed. The outer insulation of the lead developed a breach due to esc (environmental stress cracking) while in vivo.

Event description:
It was reported that the left ventricular (lv) lead was removed as part of a system upgrade procedure. The lead subsequently tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.